Manufacturer narrative:
The device was not returned for evaluation. Device was discarded. No evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The lot number was not provided thus a device history record will not be reviewed. Model 777f8 additional product codes are kra, dqe, and dqo. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the customer had inaccurate values with a 777f8. Once patient arrived at the cvicu, the swan worked as indicated, however blood temperature readings displayed 44c while an external temperature provided 36.8c. No harm to patient was reported.